Manufacturer narrative:
Instrument received on 5/9/97, tested per the acceptance criteria. Instrument overheated. Tear down of instrument showed spring had caught on retainer and coiled around shaft causing friction point. This problem has been previously indentified and has been corrected with revision to the component and assembly instructions. The user manual outlines monitoring of instrument for overheat during use and cooling instructions.

Event description:
It was reported during a call to the hospital to retrieve the loaner instrument that the drill allegedly burned the lower right lip of the pt. No degree of burn was noted in the pt record. The pt was treated with saline rinses. No other intervention or additional procedure was used.